Event description:
It was reported that there was an issue with no187z - as univation xf femur cemented f3 lm. According to the complaint description, postoperatively the patient's femur implant became loose. A revision procedure was performed; the tibia with inlay was also removed. The femur did not show any cement adhesion but the tibia had been fixed. The adverse event is filed under aag reference (B)(4). Involved components: no165z, lot 52413080 - as uni xf tibia cemented. Nl479, lot 52279674 - uni f meniscal comp.t4.

Manufacturer narrative:
Investigation: visual investigation: pictures were provided. As of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. The pictures showed that there was no bone cement adhesive on the intended area/coated surface of the implants. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The review of risk assessment revealed that the overall risk level (severity 4(5) xprobability of occurrence 4(5)) according to din en iso 14971 is still acceptable. Explanation and rationale: there are several root causes for an implant loosening. Based on the circumstances (according to the provided pictures) the prosthesis-cement interface did not hold/was insufficient, it could be possible that there were problems with the cement technique (for example too long processing time). Conclusion and measures/preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material defect or manufacturing failure on the basis of the device history records. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based on the investigation results, a product safety case (psc) and fsca were initiated.